Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The energy shield monitor (esm) was returned for failure analysis, and the reported failure was confirmed and replicated. In system logs, the issue was found indicating the fault, confirming the fault occurred in the field. The esm was installed and tested into a golden printed circuit assembly (pca) system where the component functioned as expected. All leds were blinking amber at start-up. The neutral pad and core led should be turn on with solid blue. A visual inspection found no issues related to the reported issue. The neutral cable was found to be the probable root cause which is an electrical component failure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the energy shield master (esm). System tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the esm. .

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical extraperitoneal w/ lymphadenectomy surgical procedure that the neutral pad led turned red on the integrated electrosurgical unit (iesu) or erbe generator. The customer reseated the neutral pad on the energy shield master (esm), but the same issue persisted. The reported issue did not occur when the customer seated the neutral pad on the erbe directly. The customer confirmed that all of the cables were seated properly. The customer performed a hard power cycle of the vision side cart (vsc). The issue still occurred. The procedure was continued without monopolar energy use with no reports of patient injury. The issue was escalated to intuitive field service. Intuitive received the following additional information via follow up: the system did not present any errors when initially powered on.